Event description:
It was reported that the subject seen in office on (B)(6) 2011 for annual visit. The surgeon was unable to retract any fluid from the band during a routine band adjustment. The patient was taken to surgery on (B)(6) 2011 and tube kink was straightened and port replaced.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Material wear. The injection port with locking connector and 5.3 cm of catheter were returned for evaluation. Upon visual inspection of the catheter material wearing was observed. This area was localized at 1.2cm from the end of the locking connector. Upon visual inspection, a visible material wear on the catheter was observed. While not possible to confirm it is noted that this material wear on one side of the catheter may have been due to the location of a kink. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. All catheters are 100% visually inspected and packaged in such a way as to prevent kinking. Therefore, it is unlikely that a manufacturing issue contributed to the reported event.